Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. While there are several main contributors to implant back outs including inadequate supplemental fixation, inadequate contralateral annulus release and endplate preparation, and inappropriately sized cages, no definitive conclusions were made as to the exact cause of the back out. However, it was reported that the implants were not flush with the ipsilateral side of the construct, which likely contributed to it backing out due to the reduced contact area, and therefore, clamping force between the implants and the vertebral body's apophyseal rings. This was initially reported under the final report for 3004774118-2015-00037 as a concomitant device. It is now understood that this was a separate revision case for the same patient.

Event description:
It was reported to k2m, inc on june 26, 2015 that a patient would be revised for a second lateral spacer back-out. Patient was revised on (B)(6) 2015.